Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: (B)(4) user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter to customer as no address is on file.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. During the call on (B)(6)2017, the customer was feeling weak and shaky. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6)2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/23/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.